Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: "we are having an issue with the primary infusion automatically infusing after the secondary is complete. Once the secondary is complete, unless the line is mostly dry on the secondary, it will not infuse the primary infusion. If I clamp the secondary once its finished, it will infuse the secondary. But if the secondary has infused and there is still fluid left in the bag, the primary will not infuse. The pump is set for automatic primary infusion and there is 8 inches of space between the secondary and primary infusion. At times it will suck air instead of pulling from the primary." No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A video was provided by the facility for evaluation. The video provided was of solution bags being primed showing a pump with 100ml on the screen. There are no alarms during the video or occlusion present. Without a physical sample it is difficult to determine the actual defect. Based on the evaluation results, the provided video does not offer the details necessary to confirm the reported defect or determine any root cause at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.